Manufacturer narrative:
The customer contacted a siemens customer care center and reported that different autoantibodies to thyroglobulin (tg) (anti-tg ab) results were obtained on two patient samples on an immulite 2000 xpi instrument. The customer discovered that these results were different during the investigation of erratic quality control with this assay. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse replaced the reagent probe, ceramic valves, dilution well spinner, dual resolution diluter (drd) seals, high speed spinner, the reagent drd assembly, and the substrate bottle and pump. The cse also performed a system decontamination, adjusted the reagent probe alignment, and ran calibration verification material and quality controls. Siemens followed up with the customer regarding the instrument's functionality and the customer reported that the instrument is operational. The cause of the different anti-tg ab results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Different autoantibodies to thyroglobulin (tg) (anti-tg ab) results were obtained for two patient samples, when they were run in duplicate, on the immulite 2000 xpi instrument. The higher results were reported to physician(s), and to date, these results have not been questioned. The customer did not repeat the samples and the correct results for these samples are unknown. There are no known reports of patient intervention or adverse health consequences due to the discordant, anti-tg ab results.